Event description:
It was reported via a text generated voicemail: "hey, and remind name is (B)(6). I am out in (B)(6) with (B)(6). We have broken 2 of the canned nano driver tips, 80414 901 broke off today and affected the case. He was doing a perk skateboard, a 2 screw skateboard, and broke it on the second screw, and had to open it. So I need to get an r to send back this driver tip so you guys can look at it. And I think I will have a card. I will call the dr. So just so you know, I need to file a register a complaint on a broken driver slip again, the part numbers 804149 and get an r to send that driver tip back (B)(6). Thanks, (B)(6)."

Manufacturer narrative:
No product has been received to date. If product is returned, an examination will be performed and its findings will be send at as follow up.